Event description:
The affiliate indicated that when the package was opened, a foreign body was noticed inside the packaging. Foreign body was "fluffy,and cardboard like". They opened a second box of the same lot and it had the same foreign body inside the packaging. Foreign body was noticed as package was being opened. Device was not used for the case. The device had been stored in the lab before being opened. All products are stored in scan module trolleys. Products were in a cupboard, closed up which can be pulled out. The product itself was fine. Foreign body was not inside the introducer but the customer was concerned that the product might not have been sterile if this was in the packaging.

Manufacturer narrative:
This device was reported in error. Initially three devices were reported. Product analysis confirmed that only two devices had the reportable malfunction. Please refer to MFR reports # 9616099-2012-00085 and 9616099-2012-00227 for the devices that are reportable.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
This device is one of three products associated with this event. Please refer to MFR report # 9616099-2012-00085, 9616099-2012-00227, and 9616099-2012-00228. The product is available for analysis. Additional information will be submitted within thirty days upon receipt.